Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after infusing a secondary medication, when they disconnected the texium luer from a smartsite port, visible droplets were seen on the smartsite. There is no report of patient or caregiver harm or medical intervention.